Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 46 mg/dl treated with insulin shot, food and emergency medical service. The event involved product(s) mmt-332a, mmt-1884, unomedical, unk_sensor. Troubleshooting was performed and confirmed that the customer was not using the auto mode/smart guard feature at the time of the event and was using the insulin pump system within 48 hours of reported hypoglycemic event. Customer believes the pump was over delivering. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose at 7pm. Paramedics were called at 7pm. Low was treated with food and glucagon shot (not insulin). Customer last changed set on (B)(6) 2025 at 7pm. Customer was not disconnected during the rewind/prime sequence. However, customer alleged over delivery. Customer declined further troubleshooting. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.